Event description:
The low flow alarms reportedly resolved after the patient connected to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion:the reported event of the system monitor not showing numbers for pump flow and unexpectedly turning off was unable to be confirmed. The reported event of the pump stopping was able to be confirmed via customer submitted images and log file review. A review of the log files contained data spanning approximately 10 days (21jul2023 ¿ 30jul2023 per timestamp). The log files captured an intentional pump stop active in the log file on 30jul2023 at 12:22:02. The pump speed dropped to 0 rpm at 12:22:04 and the log file captured low flow and lvad_ off alarms from 12:22:02 ¿ 12:22:03. The pump speed was restored above the lsl at 12:22:06 and remained at that speed for the duration of the log file. Of note, the flow was measured at the expected flow threshold throughout the log files. No other notable alarms were active in the log file.the heartmate system monitor (s/n: (B)(6)) was not returned for analysis. A customer submitted image of the system monitor revealed a low flow and pump off alarm in the event history. The system monitor was removed from the patient¿s room and not used again. A bioengineer was being brought in to review the unit. No product was planned on being returned to abbott. A root cause for the reported events was unable to be conclusively determined through this analysis.device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications.heartmate 3 instructions for use (rev. C) section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues.heartmate power module instructions for use (IFU) (rev. B) section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU (doc #100169835, rev. C) section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module.heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment.no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system monitor not showing numbers for pump flow, displaying a low flow alarm, and unexpectedly turning off was unable to be confirmed. However, the reported event of an intentional pump stop was confirmed via provided information and log file analysis. The heartmate system monitor (s/n: (B)(6)) was not returned for analysis; however, log files were provided for review. The log files contained data spanning approximately 10 days ((B)(6) 2023 per timestamp). The log files captured an intentional pump stop active in the log file on (B)(6) 2023 at 12:22:02. The pump speed dropped to 0 rpm at 12:22:04 and the log file captured low flow and lvad_ off alarms from 12:22:02 ¿ 12:22:03. The pump speed was restored above the (B)(6) at 12:22:06 and remained at that speed for the duration of the log file. No other notable alarms were active in the log file. Nurse documentation and a vad coordinator¿s event summary were provided. It was stated that on (B)(6) 2023, the system monitor was not showing numbers for pump flow and displaying ¿low flow¿. The reported information stated that the nurse hit the settings button, the system monitor alarmed, displayed ¿pump off¿, went black with a red line, and turned off. It was later communicated on (B)(6) 2023 that the nurse or another staff member touched the pump stop button. A customer-submitted image of the system monitor revealed a low flow and pump off alarm active at 12:22:02 in the event history, consistent with the intentional pump stop. No atypical alarms were active prior to the intentional pump stop event. Of note, no issues with the flow were observed and the flow was measured at ~5.1 lpm throughout the log files. The events from the customer¿s submitted photo were reproduced in the abbott laboratory. The system monitor settings were accessed and the pump stop button was briefly pressed. Next, the event history was accessed on the system monitor and a pump off and low flow alarm was observed. Additional information stated that the low flow alarms resolved after the patient connected to battery power. The system monitor was removed from the patient¿s room and a bioengineer was brought in to review the unit. (B)(6) was put back in to use and no further issues have been observed. No product was planned on being returned to abbott. A root cause for the monitor not showing numbers for flow, displaying a low flow alarm, and unexpectedly turning off was unable to be conclusively determined through this analysis. A root cause for the intentional pump stop was determined to be due to user error. Heartmate 3 instructions for use, rev. C, section 4, entitled ¿system monitor¿ instructs the user on how to properly use the pump stop button to turn off the pump. Additionally, the section explains how to interpret and troubleshoot system monitor communication issues. Heartmate power module instructions for use (IFU), rev. B, section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU, rev. C, section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. Heartmate 3 patient handbook, rev. D, section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system monitor. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later identified through internal investigation at the site that one of the staff members had touched the "stop" button on system monitor, causing an intentional pump stop.

Event description:
Related MFR #2916596-2023-05888. It was reported that the patient's monitor displayed no values for pump flow but the pump did not have an audible low flow alarm. The nurse hit the "settings button" and the message, "pump off" was displayed on the monitor and the screen turned off. This coincided with the patient feeling a jolt. The patient's automatic implantable cardioverter defibrillator (acid) was interrogated but no shock was recorded. The patient did not lose consciousness or become unstable. A review of the log file revealed an intentional pump stop alarm on (B)(6) 2023 at 122:2. The pump was off for approximately 2 seconds before restarting.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.